Event description:
It was reported that the customer was hospitalized for high blood glucose, dka and vomiting. The customer was treated with an insulin drip. Customer was suffering from a stomach virus. 2 days total the customer was hospitalized.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.